Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 228 mg/dl the normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. The customer's meter was also to be replaced. Replacement products were sent to the customer.